Event description:
A customer reported receiving low readings from the adc meter. The customer obtained unspecified low readings from the device and had contact with a healthcare provider who diagnosed them with hyperglycemia and indicated being hospitalized for three days. The customer reported being treated with (B)(4) units lantus insulin and metformin 3 times a day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were not within the range specification. Unable to perform the test. An extended investigation was performed. Visual inspection was performed on returned meter and no physical damage was observed. Meter powered on with button depression and test strip insertion. However, control solution screen did not move. The returned meter was further de-cased and visual inspection was performed on the meter port pins and debris/hair was observed. This debris/hair contribute to the issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Please note the customer reported two events occurred with indicated device. This report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc meter. The customer obtained unspecified low readings from the device and had contact with a healthcare provider who diagnosed them with hyperglycemia and indicated being hospitalized for three days. The customer reported being treated with 10 units lantus insulin and metformin 3 times a day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were not within the range specification. Unable to performed the test. A tdn issue was created to address this issue. Therefore, issue close to unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc meter. The customer obtained unspecified low readings from the device and had contact with a healthcare provider who diagnosed them with hyperglycemia and indicated being hospitalized for three days. The customer reported being treated with 10 units lantus insulin and metformin 3 times a day. There was no report of death or permanent impairment associated with this event.